Manufacturer narrative:
Supplemental submitted to correct h6 conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-dec-11. It was reported that the device did shut off, the patient programmer (pp) still showed that the stimulation was on, but interrogation with the 8840- clinician programmer would turn the therapy on. During interrogation, the clock error happened twice, it was reviewed that only one set cycling interval could be selected within the app, the interval could not be changed with different programs and cycling with the current app would not allow different cycling intervals. The implantable neurostimulator (ins) was replaced on the day of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
Correction to conclusion code. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator found intermittent power on reset (por) occurrences and the cause was unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and rep. It was reported that the device needed to be replaced, but the caller didn't know why it needed to be replaced. It was reported that stim kept cutting on/off for the patient. The rep wanted to know if the patient programmer would show therapy on if cycling is involved. It was reviewed that the programmer will show therapy on during cycling off phase. The patient was programmed for 20 minutes on and 20 minutes off. The rep also sent a printout to inquire about a session date of (B)(6). It was reviewed that it was not unusual to see such a date if the clock was not set when the por was cleared. Impedances were all within normal limits. The ins was going to be replaced on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Caller states restore ins is implanted in chest (motor complex). In august , the ins quit working, patient drove to florida to see the doctor and was told it was an internal clock error. The doctor reset the clock and everything seemed to be fine until friday ((B)(6)) the same thing happened. Caller then stated that patient got stimulator for motor cortex stimulation. In (B)(6), it felt like someone flipped the switch and it was not working anymore. It shows that stimulation is still on but patient was not getting therapy relief. They saw hcp and it was interrogated, was told they just had to reset the internal clock in the stimulator using clinician tablet. He then states it quit working again on friday ((B)(6)), "it says it was on" but the pain came back. Caller wants to know if they can get a clinician tablet so they can control this on their own. Caller wants to see someone in their area and does not want to go to hcp because hcp is 1500 miles away. On (B)(6), the hcp stated that patient visited on (B)(6) 2019. Patient reported that therapy stopped. Interrogation of the device was done. Cause was unknown however, power on reset (por) message with code 0 x 400 was seen. The por was reset, and hd programming was done. Patient came back the next day with excellent therapy and programming results. Further notes state that patient is coming back for change of battery. When asked if it is for normal battery depletion, hcp stated that it is not written why the battery needs to be replaced. Patient is supposed to come in next month for the replacement, but they have not set up any appointments yet. Patient¿s weight was asked but unknown. Hcp added that they have not heard anything from the patient since. No further complications were reported.